Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the issue was confirmed through system log review, which revealed recurring errors c-34 and c-33, as well as m-11, m-18, c-06, and m-32. A visual inspection showed scratches on the unit¿s cover/housing, with exposure of the underlying metal. During testing, the unit displayed error code c-34 at startup, while the erbe internal log recorded error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse started the integrated electrosurgical unit (iesu) or erbe and it triggered error c-00 at startup. The erbe was switched out, and fse replaced due to initial errors c-33 and c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the integrated electrosurgical unit (iesu) or erbe had issue continuously for c-33/c-34 faults. The customer has restarted, tried several cables and problem persisted. Technical support engineer (tse) informed customer that the erbe could be utilized at lower settings. No known impact or patient consequence was reported.